Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Visual inspection did not reveal any damage to the cable. The instrument was fully functional. Additional unrelated observation(s) not reported by site: the instrument was found to have one blade broken at the midpoint. A piece measuring approximately 0.027" x 0.008" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The probable root cause for the broken blade is attributed to damage during use, which may result from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.).